Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-05161. It was reported that a patient presented remotely with loss of capture alleged on the patient's implantable cardioverter and right atrial lead. No intervention or adverse patient consequences were reported and the patient will continue to be monitored.